Event description:
It was reported that pt has a broken lead. High lead impedance was rec'd on sys diagnostics. The pt reports being "jumped" on in a swimming pool. She has been referred to a surgeon to discuss replacing her vns sys. Attempts for further info are in progress.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contributed to a death or serious injury.